Manufacturer narrative:
The t: slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the fill tubing process while attached to the pump and inadvertently delivered insulin to themselves. The customer had consumed glucose tablets immediately. The customer reported that their blood glucose level dropped to 156 mg/dl but was 200 mg/dl at the time of the call. The customer went to the ER as a precaution but did not require assistance and was not admitted.